Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not power on. The cause of the inability to power is corrosion on connectors j2007 and j2008 of the auxiliary board. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the corroded connectors. The last pt to use this monitor did not report any deficiencies.